Event description:
It has been reported to philips that the system failed to boot up. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file showed errors related to the reported issue. Upon troubleshooting, fse found that the managed network switch was faulty. To resolve the issue, fse replaced the managed gigabit ethernet switch and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.